Event description:
Davinci sp large access port was placed subcutaneously. 12mm lexion trocar/tubing (lot: 250083001s, ref: 4100-12) was used through access port. Pressure set between 6-8mmhg during case. Around end of the case (1300) the lexion machine was making a loud hissing sound. Staff tried troubleshooting by changing out co2 [carbon dioxide] tanks - issue persisted. Staff noticed the screen to the device was reading 0 flow and 0 pressure with an "occlusion" alarm, however the davinci access port was fully inflated, and surgical area was inflated. Resident tried troubleshooting by detaching the top of the trocar to de-sufflate the access port in attempt to reset pressure readings. Tip of trocar was inspected, and nothing was seen. Once re-attaching the trocar back on, the access port re-insufflated, however pressure and flow still registered as 0 and 0 and occlusion alarm was still present. Direction of gas flow lever on gas tubing was also in the correct position. Writer called company rep to obtain troubleshooting assistance. While on the phone with the rep, anesthesia suddenly noticed a large increase in end tidal co2 (from 30/40 - jumping all the way to 100) with issues ventilating. Subcutaneous emphysema appreciated to patient's head, neck and chest. Suspected pneumothorax at this time. Two sutures were still in the abdomen at this time, however due to the emergent situation, the robot was undocked. Surgical team removed both needles laparoscopically. Acs [acute care surgery] was called for consult, and possible chest tube placement. Surgical team began closing. ICU [intensive care unit] bed was requested. While waiting for acs patient started to re-stabilize. Acs came to assess patient. Chest x-ray was ordered and performed. No pneumothorax appreciated on x-ray. Due to subcutaneeous emphysema, patient was left intubated. Patient went to pacu [post antesthesia recovery unit] with a ventilator and was transferred.